Manufacturer narrative:
Site confirmed there was no patient injury involved. Upon evaluation it was determined that there was no issue with the device nor handpiece. The device history record confirms that the product passed and met all requirements before releasing. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Customer reported that the device double fires when the handpiece is triggered.